Event description:
The customer's mother reported motor error alarms. The mother then mentioned that the customer was taken to the emergency room for high blood glucose levels, with a reading of 560 mg/dl. The customer had been sick with an ear infection and bronchitis. The customer was also taken to the emergency room some time in february for diabetic ketoacidosis. The customer had been suffering from stomach flu at that time. Advised that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform further tests due to the motor error alarms.